Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient has a hemi hip, actis stem with a bipolar head. She fell down the stairs and dislocated her hip. She went to the ER and they tried to manipulate her leg and relocate her hip. The end result was the poly disassociating from the 28 head and stem. The surgeon took the 47 bipolar head out and the 28+1.5 head and replaced it with a 47 bipolar head and a 28 +5 ball. The implants showed no sign of defect.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Visual examination of the provided x-ray and photograph images confirmed the reported event. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.